Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, the lead had no capture and there was no sensing noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.